Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Decline in patient's hearing performance was noticed by the parents since (B)(6) 2015. Problems with external devices were excluded, no history of trauma. The patient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that there was a decline in patient's hearing performance since (B)(6) 2015. Problems with external devices were excluded, no history of trauma.